Manufacturer narrative:
Date sent: 11/17/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap roux-en-y gastric bypass, the trocar was leaking. They replaced it with a new one and completed the procedure. There was no impact to the pt.